Manufacturer narrative:
Covidien reference number: (B)(4). Additional information was received on february 26, 2017 regarding patient involvement.

Event description:
There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-testing.

Event description:
The customer reported that an oxygen sensor failed calibration. Patient involvement information was not provided by the customer.